Event description:
An endoscopy operation (general cystoscopy) was carried out on the (B) (6) 2010. It was no possible to remove the stent even when pulling strongly. A second dr took over the procedure and he also had difficulty removing the stent. The stent decoiled into thin sharp wire, indicating that the core wire of the resonance stent broke. They continued to pull back the stent and this caused the ureteral ridge to be cut open. This resulted in extensive intravesical bleeding. A benson wire (not a cook device) was placed and then a tu stent (not a cook device) was also positioned using x-ray. A 22fr block 20 ml flush catheter was placed (not a cook device). The operative procedure was completed. When they tried to remove the stent, the upper pigtail damaged the ureter and the ureter had to be stitched. Nothing had to be retrieved from the pt. The pt did not undergo any add'l procedures as a result of this occurrence. The pt required 4 days hospitalization. There was no fetal distress, fetal death, or any congenital abnormality or birth defects.

Manufacturer narrative:
One x resonance stent (B) (4) of unk lot number was returned to cook (B) (4) for eval. The device was not returned in its original packaging. The returned device was stretched completely out of shape; to approx 128 cm (spec is 28 cm+/- 0.5cm). One pigtail and approx 17 cm of the stent appeared to have the correct shape and was intact. The core wire was broken at approx 22 cm from the undamaged pigtail. The remainder of the stent was stretched. The stretched pigtail contained pt type material along the stretched section. Due to a variety of conditions such as pt anatomy and progression of disease state we cannot determine the cause of this complaint. The lot # of the device is unk; therefore, it is not possible to review the mfg records or to conduct a sample test. We can provide the following comments: an endoscopy operation (general cystoscopy) was carried out on the (B) (6) 2010. It was no possible to remove the stent even when pulling strongly. A second dr took over the procedure and he also had difficulty removing the stent. The stent decoiled into thin sharp wire, indicating that the core wire of the resonance stent broke. They continued to pull back the stent and this caused the ureteral ridge to be cut open. This resulted in extensive intravesical bleeding. A benson wire (not a cook device) was placed and then a tu stent (not a cook device) was also positioned using x-ray. A 22fr block 20 ml flush catheter was placed (not a cook device). The operative procedure was completed. When they tried to remove the stent the upper pigtail damaged the ureter and the ureter had to be stitched. Nothing had to be retrieved from the pt. The pt did not undergo any add'l procedures as a result of this occurrence. The pt required 4 days hospitalization. There was no fetal distress, fetal death, or any congenital abnormality or birth defects. A caution on the instruction for use, (B) (4), advises the following: "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your pt. Informed consent should be obtained to maximize pt compliance with f/u procedures". Other precautions on the instructions for use for the resonance metallic ureteral stent set ((B) (4)) include: "these stent are not intended as permanent indwelling devices". "The stent must not remain indwelling more than twelve (12) months. If the pt's status permits, the stent may be replaced with a new stent." It is not known how long this stent was in place. "Improper handling of the stent prior to insertion into the ureter may harm the functionality of the stent. Bending, stretching, or any other type of improper handling may deform the stent. It is important that the stent is handled with care". "Individual variations of interaction between stents and the urinary system are unpredictable". "Use of this device should be based upon consideration of risk-benefit factors as they apply to your pt". These stents are not intended as permanent indwelling devices and must not remain indwelling for more than 12 months as outlined in the (B) (4). A 2 year complaints history has been reviewed for this product family. There have been no other reports of this nature where a resonance stent could not be removed from a pt and resulted in the core wire of the stent breaking. This complaint represents an isolated occurrence. The likelihood of this type of occurrence is rare. However, customer quality assurance will continue to monitor complaints of this nature for potential emerging trends. No corrective action is warranted at this time because this report represents an isolated occurrence and the likelihood of re-occurrence is rare.